Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of balloon torn circumferentially. Block e1: initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h11: investigation results the returned hurricane rx balloon was analyzed, and a visual and microscopic inspection found evidence that the balloon was torn circumferentially. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a circumferential tear which leads to a leakage. It is possible that the circumferential tear found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the failure found on the balloon. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and metal stent implantation procedure for stenosis of the upper and middle segment performed on (B)(6) 2026. During the procedure, the balloon leaked. The procedure was completed with another of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of balloon torn. Please see block h11 for full investigation details.